Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure), having low exhaled tidal volume (vte) levels and displaying the patient circuit disconnect alarm were all confirmed. The asp replaced the internal flow transducer (ift) and reseated the blower to cough assist coupler to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the blower to cough assist coupler, which needed to be reseated, as well as the ift.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.